Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - device fragment retrieval. A labeling review was performed and conducted. The device was used according to its labeling instructions and indications for use. The complainant indicated that the device was disposed of, therefore, no analysis of the suspect device could be performed. The most probable root cause of distal tip detached/separated is operational context; this failure occurs when procedural factors encountered limit the performance of the device.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02972 for the other associated device information. It was reported to boston scientific corporation that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an (B)(6) female patient on (B)(6) 2010 (patient weight is unknown). According to the complainant, during the procedure the distal tip of the catheter detached in the duodenum when the balloon was being pulled out of the biliary duct. The tip was successfully retrieved with rat tooth forceps. A second extractor rx retrieval balloon was used and the distal tip of the catheter also detached in the duodenum when the balloon was being pulled out of the biliary duct. The tip was successfully retrieved with rat tooth forceps. The procedure was completed with a third extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.